Event description:
It was reported that an alert had been generated for out-of-range atrial intrinsic amplitudes. Review of the presenting electrogram (egm) showed a single beat of far field r-wave oversensing (ffrwos). There was no evidence of noise/artefact and trend data was stable. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for out-of-range atrial intrinsic amplitudes. Review of the presenting electrogram (egm) showed a single beat of far field r-wave oversensing (ffrwos). There was no evidence of noise/artefact and trend data was stable. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.